Manufacturer narrative:
Correction for explant date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13354. Related manufacturer reference number: 2017865-2019-13358. It was reported that patient device was implanted on (B)(6) 2019. Patient had a filter implant previously due to patient's blood clot. Patient's filter was later explanted prior to implant of the device. Patient later presented to the ER on (B)(6) 2019 due to patient not feeling well and was admitted to ICU where patient's device went off. Patient who had long suffered from severe chf was admitted for dyspnea and chf exacerbation and/or pneumonia. The patient underwent a bronchoscopy and died shortly thereafter. Physician did not allege the cause of death to be device related and did allege any lead or device malfunction. Physician also stated that the ICD had nothing to do with the patient¿ death.